Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by diarrhea and cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient ¿came in¿ with the manifestations; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazoline, fortum (doses, frequencies, duration and route was not reported) and intraperitoneal gentamicin (dose, duration and frequency not reported) for peritonitis. The patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available as the reporter declined to provide any further information.